Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed with vent inop due to occurrences of machine and proximal pressure sensor failure. There was no patient involvement.